Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. At a twelve month follow up appointment on (B)(6) 2026, echocardiography imaging was completed and device related thrombosis was noted. No corrective actions or diagnostic tests were completed on the grade 1 partial thrombus. There were no further complications reported.